Event description:
During an endoscopic hemostasis procedure for tumor-related bleeding associated with gastric cancer in a patient with mallory¿weiss syndrome, the physician used a cook hemospray endoscopic hemostat. It was reported that endoscopic hemostasis was attempted by applying hemo-7 to the bleeding site in a patient with mallory¿weiss syndrome. However, continuous spraying of hemo-7 onto the bleeding (laceration) site is thought to have caused a perforation, although per the physician, the causal relationship is unclear. Further information was received stating the following: contrast imaging performed after the procedure revealed leakage. As a result, the posterior aspect was examined under laparoscopy, and it was confirmed that the finding had not progressed to perforation. Subsequent endoscopic evaluation revealed mallory¿weiss related injury. No additional treatment was required, and the lesion resolved spontaneously. A section of the device did not remain inside the patient¿s body. The pre-existing mw tear was treated by clipping. No further adverse effects were reported.

Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the question responses indicate the treatment area was insufflated prior to the hemospray being sprayed and the gastrointestinal lumen was "somewhat distended." The instructions for use caution: "ensure gastrointestinal lumen is not distended because hemospray adds volume in excess of insufflation volumes during procedure. Closely monitor bowel distension and balance insufflation and hemospray volumes as necessary." This is the most likely root cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been a total of 2 reported occurrences of this nature during the time period reviewed. Therefore, this represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the treatment area was insufflated prior to the hemospray being sprayed and the gastrointestinal lumen was "somewhat distended." A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the question responses indicate the treatment area was insufflated prior to the hemospray being sprayed and the gastrointestinal lumen was "somewhat distended." The instructions for use caution: "ensure gastrointestinal lumen is not distended because hemospray adds volume in excess of insufflation volumes during procedure. Closely monitor bowel distension and balance insufflation and hemospray volumes as necessary." This is the most likely root cause. The IFU indicates the following potential complications: "those associated with gastrointestinal endoscopy include, but are not limited to: perforation." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. There have been a total of 2 reported occurrences of this nature during the time period reviewed. Therefore, this represents an unusual occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: the information provided by the user indicates that the treatment area was insufflated prior to the hemospray being sprayed and the gastrointestinal lumen was "somewhat distended." A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic hemostasis procedure for the bleeding site in a patient with mallory¿weiss syndrome, the physician used a cook hemospray endoscopic hemostat. It was reported that endoscopic hemostasis was attempted by applying hemo-7 to the bleeding site in a patient with mallory¿weiss syndrome. However, continuous spraying of hemo-7 onto the bleeding (laceration) site is thought to have caused a perforation, although per the physician, the causal relationship is unclear. A section of the device did not remain inside the patient¿s body. The perforation was treated by clipping. No further adverse effects were reported.